Event description:
This case was initially received via regulatory authority ((B)(4)) on 06-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal and pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), visual impairment ("vision disorders"), allergy to metals ("allergy test for nickel was found positive"), ear pain ("ear pain"), amnesia ("loss of memory"), pain ("pain"), disturbance in attention ("concentration disorders"), abdominal pain ("abdominal and pelvic pain"), metrorrhagia ("metrorrhagia"), nausea ("nausea") and asthenia ("asthenia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("period pain") and menorrhagia ("continuous bleeding"). In 2016, the patient experienced fatigue ("daily tiredness worsening"), affective disorder ("mood disorders"), musculoskeletal pain ("joint pain and muscular pain"), dyspepsia ("digestive disorder") and respiratory disorder ("respiratory disorders"). The patient was treated with surgery (surgery was to perform to remove essure implants). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, affective disorder, musculoskeletal pain, dyspepsia, respiratory disorder, dizziness, visual impairment, allergy to metals, ear pain, amnesia, pain, disturbance in attention, abdominal pain, metrorrhagia, nausea and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain, affective disorder, allergy to metals, amnesia, asthenia, disturbance in attention, dizziness, dysmenorrhoea, dyspepsia, ear pain, fatigue, menorrhagia, metrorrhagia, musculoskeletal pain, nausea, pain, pelvic pain, respiratory disorder and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.